Event description:
A peritoneal dialysis (pd) patient reported a blank cycler screen during unknown phase and cycle of dialysis. The patient pressed ok, stop, and touched the screen but screen remained blank. The power cord is tight at the back of the cycler and is plugged into a power strip. The fresenius technical support representative advised to turn the cycler and plug the cycler directly into the wall. This was the first night using this cycler. Upon follow up, it was confirmed that no patient adverse effects were experienced and no medical intervention was required. The patient was able to complete treatment with the cycler on the reported date. The patient continued completing treatments with the old cycler until a new cycler arrived. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were not burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed. When powering on the on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2236 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Touch screen test passed. Screen brightness check passed. Valve actuation test passed. System air leak test passed. Pre-ast 15mins 1000ml simulated treatment was performed without any failures or problems. There were no visual discrepancies encountered during the internal inspection the device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.